Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31706549l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc ablation procedure with a qdot micro catheter and suffered a cardiac tamponade which required pericardial drainage. During the procedure, cardiac tamponade occurred when the qdot micro catheter was maneuvered in the right ventricular outflow tract (rvot). The patient¿s vitals were stabilized by pericardial drainage, and the patient left the room. The physician assessment of the health problem was serious. No extended hospitalization. Causal relationship with the product was noted. The physician's opinions on the relationship between the event and the product was that the catheter might have injured the tissue when the catheter was advanced upwards into the rvot. No abnormalities observed prior to use of the product. The blood gas result of the pericardial fluid was venous blood. The information received indicated that the outcome of the adverse event was that the patient improved. The catheter exchange was one catheter was used for each. The energy delivered was radio frequency (rf). The patient did not require extended hospitalization.